Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product is not returning. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of restenosis, as listed in the xience prime instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, a 3.5x33mm xience prime stent implant was deployed in the proximal circumflex artery (cx), and a 3.5x18mm xience prime stent implant was deployed in the mid right coronary artery (rca). During the 8-month follow-up visit, 100% restenosis was noted in the 3.5x33mm xience prime stent implant deployed in the cx. The decision was made to not perform treatment at that time, and it is unknown if treatment will be performed. On (B)(6) 2014, restenosis was noted in the 3.5x18mm xience prime stent implant deployed in the rca, which was treated with deployment of a non-abbott drug-eluting stent (des). On (B)(6) 2014, during routine follow-up restenosis was again noted in the 3.5x18mm xience prime stent implant deployed in the rca, which was treated with balloon angioplasty using an unspecified balloon dilatation catheter (bdc). There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.